Event description:
Boston scientific received information from a journal article titled "how to truly value implantable cardioverter-defibrillators technology: up-front cost or daily cost? ". The study reported actual ICD longevity based on the real clinical data instead of projections or modeling, as in cost-effectiveness analysis. The journal authors followed patients consequtively implanted with an ICD from (B)(6) 2009. The actual ICD longevity was compared with that predicted by manufacturers to assess whether the device met expectations or not. Overall, 123/153 patients had their device replaced. From the article, 43 patients with guidant devices had devices replaced. Only mini iii and mini IV sc icds and prizm avt dc icds did not meet projections among gdt devices.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Biffi m, ziacchi m, bertini m, gardini b, mazzotti a, massaro g, martignani c, diemberger I, boriani g, corsini d. How to truly value implantable cardioverter-defibrillators technology: up-front cost or daily cost? Int j technol assess health care. 2011; 27 (3): 201-6. (B)(6).